Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error on the insulin pump. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer was replacing a door frame on the house when she got the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she does not have her pump settings and she can't navigate through the pump to retrieve her settings. Customer stated that her doctor does not have her settings because she doesn't see a regular endocrinologist. Customer stated that she is going to do it on her own although she was advised not to do so. Customer was advised to contact an endocrinologist and make an appointment with them.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.